Manufacturer narrative:
(B)(6). (B)(4). Product analysis: a flexima biliary stent was returned loaded and no issues were found, however, the guide catheter was found stretched/accordioned and was detached at the proximal section of the device; consequently, confirming the reported complaint. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use could lead to the observed device damage, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent could result in a guide catheter to be detached/accordioned and stretched. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the flexima biliary stent was placed in the common bile duct, when the stent was released, a severe resistance was encountered. The physician continued to release the stent, however, the guide catheter became stretched. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.